Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon examination, it was observed the atrial lead was failing to capture. The patient presented for a lead revision procedure where it was observed the lead had dislodged. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was stable.